Event description:
Machine was warmed up and the bed was functioning. Patient was put to sleep and positioned on the airo table. Hip pins were placed, CT was called for the spin. The scout was taken followed by the scan. After the scan was taken, the images would not send and the airo just kept spinning and shut off. Stryker navigation rep called the airo rep and was instructed to call the stryker airo support number. Trouble shooting was unsuccessful. Case was canceled. No incision was made. Patient was extubated and sent to pacu. Upon investigation found battery number 2 to be inoperative. The device has a control panel which indicates "power" and "battery charging" on the lower left of the screen but it cannot tell the charge capacity of the individual batteries to know that they will retain the charge when it is unplugged.